Manufacturer narrative:
G2: citation: authors: matthew c. Findlay, samuel a. Tenhoeve, justin m. Campbell, samantha yost, diwas gautam, shervin rahimpour, david botros, allison s. Liang, jumana t. Alshaikh, panagiotis kassavetis, paolo moretti, li. Radiographic abnormalities and their clinical significance in patients with parkinson disease who receive deep brain stimulation implants. Journal of neurosurgery 2024. Doi: 10.3171/2024.4. Jns24365 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding radiographic abnormalities and their clinical significance in patients with parkinson disease who receive deep brain stimulation implants. Multiple manufacturer¿s devices were implanted in the study population. (Medtronic, boston scientific, abbott) it was unknown which medtronic products were used. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. It was reported that there were 9 patients who experienced perioperative complications with no other information provided. No further information was provided pertaining to medtronic products.